Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics. Insulin pump received with minor scratched on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer wears the insulin pump inside his shirt and may have gotten moisture on it due to sweating heavily. Blood glucose value is 146 mg/dl. Nothing further reported.